Event description:
Boston scientific provided the following information: non-physiologic noise is detected/oversensed on both ra and rv leads simultaneously in several reviewed episodes. Noted pacing inhibition lasting approx. 2 sec in atr-49 & v-169. Lead on lead abrasion is suspected. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.